Event description:
It was reported that the patient called in during a scheduled supply change experiencing difficulty connecting a connector to the pump properly. The patient attempted three connectors, all of which failed to seat correctly in the ilet, before successfully finding one that worked. A replacement order was issued to top up the supply. Blood glucose levels remained within the normal range. Later, the patient¿s spouse reported that the device issued an alert indicating the insulin set had expired, although the timestamp suggested it was not yet due. The alert was dismissed, and the patient was advised to call back if it occurred again. Blood glucose levels remained unaffected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.